Event description:
Patient was undergoing surgery for placement of spinal cord stimulation system. During the removal of the spinous process, the patient reportedly "jumped" on the operating table, alarming the surgeon and the or staff. The physician ruled out a possible wakeful period, as well as ruling out spinal cord damage per babinski test/muscle flexion of feet and legs. The patient was noted as having a csf leak at this time. The neurostimulation lead was placed with no apparent further complications. Due to the patient's complete anesthetized state, the lead was not tested in the or. The system was checked in the or, however, for serial number, output measurement, impedance and amplitude increases. The patient awoke screaming in the recovery area, with severe pain in his right leg. Attempts to cause paresthesia resulted in continued screaming and agitation. The patient was given IV morphine for pain. Attempts to turn on stim at 0.6 volts were unsuccessful in controlling the patient's pain. The system was then placed in the patient ability to feel stim in his left leg but not in right. Numerous attempts to adjust parameters for right leg and back coverage resulted in no relief or right leg pain. An x-ray was done of the patient's back and legs, with no conclusive evidence of lead or system problems. Decision was made to leave the system at its lowest setting to be rechecked. The following day, attempts were made to contact the anesthesiologist involved in the case for an update on the patient's status with no calls returned. Further messages were left at the health care provider's clinic as well as with the physician with no additional information as to the patient's status. Patient's outcome from this event is unknown. It is also unclear what role, if any, the device may have had in this event.